Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during injection using the listed device, the cannula came loose from the hub and remained in the patient's arm temporarily. No needle stick occurred. No adverse health outcome resulted from this event.